Event description:
It was reported that the stryker mx pro would not lock into place and the cot went from load position to the ground. There was reported patient involvement, however, no adverse consequences have been reported.